Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after starting "teriparatide (rdna origin)" treatment with forteo injections, "five-six drops" of medication leaked from the unspecified bd nano¿ pen needle during use while injecting into the upper thigh. The following information was provided by the initial reporter: "the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen, beginning on an unknown date. Dose, route, frequency and indication of use for teriparatide drug were not provided. On (B)(6) 2019, after starting teriparatide treatment, one drop was sitting on top of the needle and then it just dropped out the needle then another one and another one came out. The medication was leaking out of the needle and five-six drops rolled down of the pen. He attempted to reset the device but it continued to leak for a while due to which he was unsure if he got the dose. He was using compatible bd nano needle. He injected into different area and used his upper thigh. He avoided his abdominal area as issues (unknown) were going on there. Information regarding corrective treatment was not provided. The outcome of the event accidental underdose was not recovered and for abdominal disorder, it was not reported. The therapy treatment status of teriparatide was not provided. The patient was the operator of the device and his training status was not provided. The general device model duration of use, its start date and suspect device duration of use was not reported. The action taken with the suspect device was not provided and its return was expected. The reporting consumer did not provide the opinion of relatedness between the event and teriparatide drug. However, the reporter related the event of accidental under dose with teriparatide device and for abdominal disorder, it was not reported."